Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. The legal manufacturer was not able to definitively identify the root cause of the reported issues. Based on the results of the investigation, the failure of the power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded expectations. The device was manufactured in august 2013. A design change has since been made to the product's power switch to address this issue. Since the device has been in use for approximately 7 years, the likely root cause of the scope socket slider switch failure was due to wear caused by repeated use for a long period of time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; it was determined a previous version of the power switch was installed on the device and it was necessary to install a new version in order to resolve the reported problem. Additionally, a worn scope socket slider switch was found, causing the inability to use high intensity mode.

Event description:
A user facility reported to olympus that the power switch was stuck in the on position. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.